Manufacturer narrative:
Additional concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three weeks post-implant, there was a significant drop in sensing of r-waves. The right ventricular (rv) lead was revised and remains in use. During the procedure, when the atrial lead was being removed from the device, the setscrew came off with the wrench and could not be re-engaged. It was further reported that a lead could not be removed from the device. The setscrew was able to be popped back in, but the physician felt uncomfortable with the device at that point, so it was explanted and replaced. No patient complications have been reported as a result of this event.